Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the fourteenth firing during a laparoscopic total gastrectomy procedure, when two or three clips were remaining, the handle was able to be squeezed. When squeezing the handle again, clip was still not loaded, but the handle was able to be squeezed. After that, the remaining clip became zero and the handle could not be squeezed. The procedure was completed with another device. No injury.